Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels. Reportedly, the customer required assistance from parent to treat bg level via being awoken and given carbohydrates for consumption. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.